Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned screw. The screw head and tip both show signs of attempted use. The screw head is warped, and the screw shaft is heavily scratched as well. The complaint is confirmed. A determination cannot be made as to what caused the warping/ scratching to the returned screw. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw could not be rotated and inserted during a procedure. Another screw was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.